Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) reported to the emergency room after feeling lightheaded at doctors appointment. A consult interrogation was performed, all lead diagnostics looked good; however, there were stored episodes with noise. The field representative could not recreate noise. Technical services (ts) was consulted, discussed oversensing of noise did affect pacing; however, noise response kicked in and device still paces so no inhibition greater than 2 seconds was noted. Additionally, ts noted that there are no further episodes with noise stored. The field representative noted that the timing of episodes could be from when they were trying to interrogate and putting a life vest on the patient. Ts discussed noise pattern appeared to be electromagnetic interference (emi). Ts recommended to continue to monitor. This crt-p remains in service. No adverse patient effects were reported.